Event description:
It was reported that during a bronchus resection, the staple malformed at 4th firing. Especially, it was malformed severely at the middle to the tip. It was reinforced by the suture and completed the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/29/2023. D4: batch # 579c05. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage, with a battery pack, and with a gst60g reload present. The reload was received fully fired. No package material was returned. Upon visual inspection, damages on the cartridge surface was found. B-formed and unformed staples were received. A driver in the cartridge reload was damaged. Some staples were found in one staple pocket. After removed the cartridge pan, driver in the cartridge reload was damaged. Damaged on the cartridge sled was found. Also, staples and tissues were stuck in the jaw. Staples and tissues were stuck in the jaw, which were cleaned several times to remove all staples and tissues. Approximately 1 cm of suture residual was found from the jaw. Additionally, the damaged knife edge was found, and damage on the articulatio cover was found. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The damage to the reload is consistent with the device being clamped over a hard object. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated.  Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly.  To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device.  Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 579c05, and no non-conformances were identified.